Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a other (unusual product issue) issue. The reporter stated that upon rebooting, the pump emitted an unknown high pitched noise. The reporter additionally noted that when rewinding the pump, the motor sounded abnormal. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during testing, the pump was able to complete a prime sequence with no alarms or unusual noise. The pump cover was opened and no moisture corrosion or damage to the motor assembly was found. The complaint could not be duplicated during testing.